Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose. The customer blood glucose level was 40 mg/dl at the time of incident and current blood glucose level was 180 mg/dl. The customer was treated with food for low blood glucose. The customer was assisted with troubleshooting for low blood glucose for over delivery. The device will not be returned for analysis.